Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur. Caller was advised to resume insulin deliveries, monitor system performance, and follow up if further assistance was required. The caller acknowledged and understood these instructions and may continue to use the pump, with the understanding that they should call back if any malfunction code recurs.